Event description:
It was reported that the patient presented at the ER with a vibratory alert. When the device was interrogated, an alert for capacitor maintenance time out was observed. When capacitor maintenance tests were run in the ER, it was successful. Device replacement was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.